Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. The customer declined troubleshooting. The customer was advised to monitor the site and the insulin pump. The insulin pump will not be returned for analysis.